Event description:
It was reported the patient was not able to adjust stimulation. It was noted the patient tried to adjust stimulation, but the patient programmer would not do anything. It was further noted the patient got a warning message to charge the implantable neurostimulator (ins) when using the programmer. The reporter stated they had not charged recently and had last charged probably a couple of weeks ago. It was noted the patient last felt stimulation the morning of this report. It was further noted the patient had not been doing much or using the ins much due to the heat. The reporter stated they had not used or needed the ins because they had been lying down a lot and they don¿t need the ins when lying down. It was noted the patient would recharge tonight and contact the manufacturer if they had any additional problems. The reporter stated they use to be able to adjust stimulation by 0.05 increments, but now they could only adjust stimulation by 0.1 increments. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3487a-33, lot# j0424776v, implanted: (B)(6) 2004, product type: lead. Product ID: 3487a-33 .lot# j0424776v, implanted: (B)(6) 2004, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).